Event description:
It was reported by the patients wife that the patient is deceased. It was reported that the passing was unrelated to any procedure. No additional information was provided. Additional information was received that the patient passed away due to pancreatic cancer which was found through a patient outreach call. There was no allegation of patient harm caused by the device or by a device related procedure.

Event description:
It was reported by the patients wife that the patient is deceased. It was reported that the passing was unrelated to any procedure. No additional information was provided.